Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple high out of range pacing impedance measurements of greater than 3000 ohms on the right ventricular (rv) channel. The non-boston scientific rv lead also exhibited high threshold measurements. Testing and manipulation of the system was unable to reproduce any abnormalities. The crt-d was reprogrammed to only pace in the left ventricle and it remains in service. No adverse patient effects were reported.